Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited high capture thresholds and sensing dropped. The lead was capped and replaced on 22 mar 2021. The patient was in stable condition.